Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial lead procedure on (B)(6) 2019, the physician was unable to implant the patient's lead due to scar tissue in the epidural space. It was noted the physician was able to gain access to the epidural space at one level, however, the lead could not be advanced to the desired location. As a result, the procedure was abandoned.